Event description:
New information received indicated lead was re-capped below the yoke due to subclavian crush.

Event description:
It was reported that the patient received hv therapy. The device displayed an error message of low impedance and possible circuit damage. High voltage lead impedance was 14 ohms and suggests that lead is damaged. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.